Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: ubd: 03-feb-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a company representative regarding a patient receiving lioresal (2000 mcg/ml at 1000 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the patient had a catheter revision due to an incidental finding during a spinal fusion case where it was found that the catheter had migrated out of the intrathecal space. The dose was dropped to 300 mcg/day after the revision.